Event description:
Additional information was received. It was reported that the cause was unknown. It was most likely moisture in connector between lead and extension cable. Patient will get a procedure on (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: eval code method updated to b18. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3560022 implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported patient has received a new lead and new extension cable and was in the trial stage now.

Manufacturer narrative:
H6: device codes updated - previous a0104 no longer applies. A12 has been added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that patient received a test phase with an extension cable on an existing lead that was functioning well in the or. Because the patient could not clearly indicate whether the therapy was effective, after the surgery, the nurse tried to set it up, but encountered the error message below "connection problem, no lead connected to cable". Nurse tried everything¿checked the batteries, reset the remote, disconnected and reconnected the ens via device management. Manufacturer representative called USA ts, but they didn¿t have any further advice either. It seems that there was fluid in the connector of the extension cable during the procedure, caused by hcp. The patient was allowed to stay in the hospital overnight, and tomorrow the nurse will try again to establish a connection using a different remote. Rep stated they were in the or and during the procedure, everything seemed to be functioning well and properly connected but that they were not present during programming. The nurse tried a different remote and received the following error message "maximum setting reached, open circuit detected". They were afraid that blood may have entered the connector of the extension cable. Additional information was received. It was undetermined was cause was. Most likely there is moisture/fluid/blood in the connector of the extension cable caused during the procedure. Patient will be in or on 13 august. Again, everything is checked, different enss, different programmers.

Manufacturer narrative:
Continuation of d10: product ID 3560022 lot# unknown, implanted: (B)(6) 2025, product type: extension, product ID 3560022, lot# unknown, implanted: (B)(6) 2025, product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3560022, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.